Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in insulin pump history with variable due broken trace at pin 6 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. It was reported that they were able to clear alarm and finish complete prime process. It was reported that self test did not pass. The insulin pump was returned for analysis.